Event description:
It was reported that during a thyroid procedure, the shears did not seem to coagulate very well. The surgeon activated on power level 3. The case was completed using the device. No patient consequence reported.